Manufacturer narrative:
Approximate age of device - 6 days. The patient remains ongoing with the heartmate 3 however, the modular cable was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that at the time of an implant during pump prep, the scrub rn tried to connect the modular cable where the connection would not tighten down to cover the yellow line. They took another modular cable off of the shelf and utilized with no issues. Additional information as of (B)(6) 2019: patient remains in intensive care unit(ICU), is extubated and on continuous renal replacement therapy (crrt) for acute kidney injury. Hemodynamics are improving and patient is only on IV inotropes. Patient did have to return to the operating room on (B)(6) 2019 for a hemothorax evacuation. No other adverse events regarding the patients health were reported. No further information provided.

Manufacturer narrative:
Had incorrect patient initials. Company representative. Manufacturer's investigation conclusion: the reported connection difficulty could not be reproduced and no device-related issues were found during the evaluation of the returned modular cable, lot number 6633662. The modular cable was returned in like-new condition. The outer jacket and bend reliefs showed no evidence of damage or discoloration. Examination of the modular cable inline connector and controller connector revealed no evidence of bends or other damage to the pins. The area around the pins did not show any evidence of fluid ingress. The contact blocks and screw threads of both connectors were unremarkable. The inline connector o-ring was properly seated within its groove and showed no signs of damage. The modular cable was successfully connected to two test pump cables and the locking nut was fully threaded to hide the yellow line each time. The modular cable was connected to a cirris tester to evaluate the integrity of its wires. The cable passed electrical testing without issue. The hm3 lvas IFU provides instructions for connecting the modular cable to the pump cable as well as exchanging the modular cable. This document states that the yellow line on the threaded portion of the inline connector should be fully covered to ensure a secure connection. Furthermore, this IFU warns that a complete back up system must be available on-site and in close proximity for use in an emergency during implant. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced several post-operative gastrointestinal bleeding issue. Patient is now under controller with an inr goal of 1.8-2.2. Patient was transitioned off continuous veno venous hemo dia filtration (cvvhdf) and was discharged home from initial stay.